Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced abdominal inflammation. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin for the event (no further details). Dianeal therapy was discontinued during treatment. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.